Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and reported problem was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the ccd (charged coupled device) unit pin, foreign matter on the ccd (charged coupled device) unit pin. Based on the results of the investigation, it likely that the problem occurred due to cable failure; however, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited noisy image. The issue occurred during preparation for the procedure. The device was inspected prior to use. There was no report of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited noisy image. There was no report of patient harm.